Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an "audio circuit failure /speaker;" this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an "audio circuit failure /speaker" was confirmed by service. This condition was caused by a pinched speaker harness (rear harness). The rear housing was replaced to fix the reported condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.